Event description:
The pt is pursuing a product liability claim arising out of the use of durom acetabular cup. It was reported by the pt's counsel that his client received a durom acetabular component 54/48 j, right side, on (B)(6) 2006 and underwent revision on (B)(6) 2011 due to loosening, pain and metallosis. Additional info: pt is a bilateral pt. Left side surgery is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided. The common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).